Event description:
Procedure: lap appendectomy. According to the reporter: the device misfired several times causing a two hour delay in operative time. No additional blood loss reported. No other information provided at the time of this complaint.

Manufacturer narrative:
(B)(4).